Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage observed to the keypad. The keypad buttons were tested and the buttons appeared to be responding normally when pressed. During testing, the pump motor was found to be responding immediately when performing a bolus or prime step.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump motor was not responding right away when the button was pressed to prime. The reporter confirmed no air in the line but indicated that it took several seconds before insulin was expelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.